Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine with concentration 50 mg/ml at a dose rate of 9.346 mg/day and bupivacaine with concentration 11 mg/ml at a dose rate of ¿2.05 mg/ml¿ via an implantable pump for an unspecified indication for use. It was reported that the pump was programmed with an incorrect dose during a procedure. It was noted that the morphine dose was programmed at 9.346 mg/day and the dose of previous pump, prior to replacement, was 30.954 mg/day. The patient had called clinic today stating they have been experiencing headaches and general malaise since a few days after surgery. It was clarified that the patient notified the clinic on 2019-feb-07 who in turn notified the manufacturer on 2019-feb-07. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic testing or troubleshooting was performed. No surgical intervention occurred or was planned. Actions taken included the patient was to follow-up in the clinic in the near future for dose titrations. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was requested but was unknown. The patient¿s medical history included chronic back pain. It was indicated that the healthcare provider had no further information on the event. No further patient complications have been reported as a result of this event. The patient¿s medical history included: chronic back pain.

Manufacturer narrative:
Concomitant medical products: product ID a810 serial/lot# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, correction: it was previously reported that information was received from a consumer, however information was actually received from a healthcare provider via a company representative (not a consumer). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the synchromed clinician software application regarding the tablet model ct900a was used at the time of programming. The serial number of the tablet used was also provided. The software version of the software application used used at the time of the event was 1.0.7493.